Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v526888, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported the patient experienced a loss/change of therapy. The patient had sudden symptom return 2 months ago. It was indicated the patient would feel stimulation after adjusting, but then would not feel stimulation. The other day in the month of (B)(6) 2015, the patient coughed and lost all bladder control. The patient changed to program 3 at 5.0 and was feeling stimulation comfortably. The patient's indication for use was gastrointestinal/pelvic floor. If additional information is received, a supplemental report will be sent.